Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a unipolar prosthesis was implanted in the patient approximately 16 years ago. The patient is now experiencing pain from the unipolar head wearing against the acetabulum and will be revised to a total hip.

Manufacturer narrative:
No device or photos were received as the product remains implanted, therefore the condition of the device is unknown. Part and lot information could not be obtained, therefore review of the device history report and a complaint history search could not be performed. The reported device is used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.